Manufacturer narrative:
On the previously submitted report, it was reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and not enough pressure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. However, the report was submitted in error as the device is not in scope of the field safety notice/recall notification and no serious injuries or medical intervention were reported for this event. The malfunction alleged in this complaint is not likely to cause or contribute to a serious injury if the event were to reoccur. This event does not meet the definition of a reportable malfunction.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and not enough pressure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 01, 2025 and section h11 should be reported as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging difficulty breathing and not enough pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust like contamination on the water tank lid, water tank, water tank seal, exterior and interior of the ui (user interface) bezel, exterior and interior of the top enclosure, exterior and interior of the center enclosure, exterior and interior of the iso port (international organization for standardization), inlet/ outlet seal, blower motor, blower box, heater plate, and the exterior and interior of the bottom enclosure. They also observed an potential liquid ingress with a white powder substance consistent with mineral deposits on the interior of the water tank lid, interior of the water tank, water tank seal, interior of the iso port, and the blower motor. Small scratches were observed around the water tank pan. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. They were not able to confirm the complaint of not enough pressure or address the specified symptom of difficulty breathing. Sections h7 and h9 is updated in this report as previously mentioned incorrect. Sections d8, d9, h2, h3, h6, has been updated in this report.